Event description:
During shoulder decompression procedure, received return electrode error. Not sure if it was the generator or the probe. The patient was under local anesthesia. Patient received a shock in the shoulder area and the bovi pad site. No permanent injury occurred and is doing fine. Valley lab pad was placed on the left thigh and no pad burn or irritation was noted. A competitor's device was used to successfully complete the procedure.